Event description:
Heads frequently come off - oral-b [device breakage]. Heads don't seem to click on the toothbrush handle loose - oral-b [device connection issue]. Case narrative: male consumer via email reported that the oral-b toothbrush heads did not seem to click on the oral-b toothbrush handle as well as they used to and were quite loose, frequently coming off while brushing. No injury was reported. On 29-aug-2023 via e-mail follow-up: the concomitant product was oral-b rechargeable toothbrush handle 3708. No injury was reported. On 29-aug-2023 via image: the suspect product was oral-b power oral care refills precision clean eb20 brush set 4ct. The suspect product lot number was 99347338. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.